Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. No force priming was attempted. The device was filled with a solution of saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of solution in the bladder. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.